Event description:
It was reported that a patient had 3 infusion sets in the last 3 days that they had to change early. They inserted the first set on the 8th and that on the 10th they smelt insulin and could not tell where it was coming from, so they changed their site. Sometime later, they smelt insulin again and checked the luer lock connection and saw insulin on the outside of the luer lock. Patient did not notice any damage or have any issues during insertion process. Changed site and tubing and did not experience any additional leaks. Inserted another infusion set and today it was ripped out of the site due to tubing getting caught. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.